Event description:
Boston scientific received information that this defibrillation lead exhibited high, out of range shock impedances. A review of the historical impedance measurements show that impedances have been trending upwards since implant. A lead fracture was suspected. The lead was explanted and replaced. According to the field representative, it is unlikely that this lead will be returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.